Manufacturer narrative:
One unit was returned for investigation. Device was seen to have normal wear and tear after the years in use. The device passed all tests it was put through. Customer complaint of crack was confirmed. Device will be replaced. No DHR or root cause analysis needed.

Event description:
It was reported that the air mix switch was starting to crack.